Event description:
It was reported that this was a closure using a starclose se device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the starclose se sheath did not split at all and had to be pulled apart. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty splitting the sheath and clip caught on the distal end of the device were confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), garage leaves and sheath indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath and contributed to the reported difficulty splitting the sheath. These interactions subsequently contributed the clip caught at the distal end. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the clip was deployed. The clip remained on the distal end of the device. The device was removed from the patient and staff held manual pressure to the site. No additional information was provided.